Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced difficulty cycling the implant, and fluid was observed leaking. During surgical evaluation, the reservoir was found to be punctured. The ipp was explanted and replaced with a malleable penile prosthesis. There were no patient complications reported.